Manufacturer narrative:
This follow up report is being drafted to include the device history record(DHR) review. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. As the subject device was manufactured prior to the design change of the power switch, probable cause for the power switch failure is related to the operating force applied to the power switch and the number of times activated, which exceeded expectations. Since the unit was manufactured eight years ago, a significant amount of dust has accumulated inside the video connector due to prolonged use. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the broken main switch was confirmed and will be replaced. Heavy debris was noted in the video connector which causes a b30 error . Furthermore, cleaning is required for the video connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis extera iii video system center power button is broken. There was no patient involvement, no harm or user injury reported due to the event.